Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 300 mg/dl after not having insulin in the pump throughout the day. The user performed a full supply and cgm change once home, resumed insulin delivery, and glucose levels began trending downward. No outside medical intervention was required.